Event description:
On july 26, 2007, it was reported to boston scientific corporation that while using a coacess introducer for a therapeutic radio frequency ablation in a patient (age unknown), the insulation peeled off when advancing the introducer through the lesion. Please note that a needle guide was used along with the introducer and per the directions for use on this product under cautions, it states: "if a needle guide is used, carefully advance the electrode through the needle guide, making certain not to bend the needle. Needle guides have edges that can cause damage to or removal of portions of the insulation on the needle electrode. A break in the insulation may result in tissue burns along the length of the electrode." The product was then replaced with another coaccess introducer. There were no complications reported with this event.

Manufacturer narrative:
This device will not be returned to the manufacturer for evaluation (it was disposed by the facility). A device history report revealed no issues that could be associated with this incident. The most probable root cause of this event is user/use error resulting from the needle guide being used with this device. The july 2007 15-month rf probes trend report, inclusive of this failure mode was reviewed and no adverse trends were noted and no data point exceeded the complaint alert limit.